Event description:
Additional information was received on 24-jun-2016 from a consumer and it was reported that the patient could tell that something was wrong prior to the catheter revision because she ¿couldn't move or do anything, couldn't function¿ and was in so much pain since the refill in (B)(6) 2016.

Event description:
Additional information was received from the consumer and from the healthcare professional (hcp) via a manufacturer representative (rep). On (B)(6) 2016, the patient stated that she had to go back into the hospital because of the catheter. She reported that before the hcp refilled the pump on (B)(6) 2016, he found that none of the fluid was used. The patient asked whether the manufacturer had the print out from before (B)(6) 2016 and was informed that the manufacturer didn't have that information and that she should follow-up with her hcp. The patient reported on (B)(6) 2016 that the catheter had detached from the pump and "filled solid." Additional information from the hcp via a rep indicated that the patient was not getting therapy relief and that the catheter was determined to be clogged. A catheter revision occurred on (B)(6) 2016 during which the surgeon tested catheter patency intraoperatively and determined that the catheter was occluded and replaced the appropriate section; a portion of the spinal segment (proximal intrathecal section) was removed and replaced with a new catheter section. It was stated that the patient was alive with no injury and that the event had resolved. Another supplemental report will be provided if additional information becomes available.

Event description:
Additional information was received from the patient and the healthcare professional (hcp). The operative report (dated (B)(6) 2016) provided by the hcp on (B)(6) 2016 indicated that the pre-operative diagnosis was post-laminectomy pain syndrome with catheter migration, but the post-operative diagnosis was post-laminectomy pain syndrome with catheter occlusion. During surgery, "it was quite clearly noted that there was a section of the catheter coming from the pump" and "there was also a section of the catheter entering into the intrathecal (it) space." It was stated that this was quite confusing and it was decided that it would be appropriate to try and cut the catheter to see whether the pump was working. The hcp was able to give a bolus and there was a free flow of medication through the pump section of the catheter. There was no cerebrospinal fluid (csf) flow from the it end of the catheter, so it was decided to change the catheter. The catheter was removed and there was free fluid flow from the point where the catheter had been inserted. It appeared this may have been csf, but it was coming under a lot of pressure so it may have been cannulated fluid. When the it space was approached, there was free flow of csf. The new catheter was "threaded to about the junction of t8 and t9;" free csf flow as noted. The distal and proximal catheters were connected. On (B)(6) 2016, the patient reported that the catheter came off of the pump and was clogged; this was reportedly discovered on (B)(6) 2016. The patient stated that the hcp withdrew the fluid and put new fluid back in on (B)(6) 2016 and then surgery was performed on (B)(6) 2016 and the hcp turned the pump back on that date. The patient asked whether the manufacturer had records on why her pump dislodged and was clogged and was informed by the manufacturer's patient support (ps) specialist that the manufacturer did not have that information. The manufacturer's ps specialist indicated that the patient could follow-up with the hcp regarding this, but the patient stated they didn't have the records yet. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed evaluation conclusion code no longer applies for this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (35 mg/ml at 13.5 mg/day), clonidine (700 mcg/ml at 270.01 mcg/day), and bupivacaine (15 mg/ml at 5.786 mg/day), via an implantable pump. The pump's indications for use (IFU) were noted as non-malignant pain and failed back surgery syndrome. The hcp reported that during a refill on (B)(6) 2016, there was a volume discrepancy where the actual residual volume (arv) was 35 ml and the expected residual volume (erv) was 3.5 ml. The hcp stated that the patient had increased pain since (B)(6) 2016 and was taking more oral pain medications due to this; the symptom was reported as sudden. It was reported that the event logs were checked and there were no programming errors or pump alarms. This wasn't the first refill after implant or revision. Additional information was received from the hcp on (B)(6) 2016. Fluoroscopy was performed on (B)(6) 2016 and the catheter was determined to be floating. The cause of the volume discrepancy was determined to be a catheter issue. Surgical repair was scheduled for (B)(6) 2016 as the patient was unable to have surgery sooner. The office notes dated (B)(6) 2016 indicated that the patient went to the office on (B)(6) 2015 "at her regularly for an intrathecal pump." She reported that she had been having a lot of increased swelling in the left leg; the right leg appears to be reasonable. She had been having "teasing difficulty" for the last few weeks. She had been using oxycodone 15 mg up to 6 tablets per day and was scheduled for a physical examination soon. On (B)(6) 2016, the patient presented to the office for a regular pump refill and reported that she had a slight problem with the refill date. As a result, she had not been able to use the personal therapy manager (ptm). She reported experiencing increased pain. She stated that moving to (B)(6) had been extremely good for her. She had lost weight and had been more active. She had been taking her medications as needed. When the patient presented to the office for a regular pump refill on (B)(6) 2016, she reported that she had been having an increasing amount of pain lately and that the pain had been in her back radiating down into the legs. She also had been having pain the mid back area and had been requiring extra pain medications. The patient's current medications include the following: morphine 40 mg/ml, clonidine 700 mcg/ml and bupivacaine 15 mg/ml, intrathecally (chronic intractable pain), with a start date of (B)(6) 2016; cymbalta (duloxetine 60 mg capsule, delayed release), 1 capsule by mouth for 30 days (chronic intractable pain), with a start date of (B)(6) 2016; gralise (gabapentin 300 mg tablet extended release 24 hour), l tablet by mouth (samples--start with 300 mg for 5 days then 600 mg), with a start date of (B)(6) 2015; morphine 15 mg tablet, I tablet by mouth for 15 days (chronic intractable pain) with a start date (B)(6) 2016. The patient's current problems include spondylosis without myelopathy or radiculopathy, in the lumbar region, other intervertebral disc degeneration in the lumbar region, radiculopathy in the lumbar region, low back pain, and post laminectomy syndrome. When the pump was emptied, there was about 35 ml of fluid in the pump. A review of the event logs indicated that there was no problem with the intrathecal pump. Lt appeared that there may be a problem with the intrathecal catheter. The patient wasn't given a bolus at time. A physical examination on (B)(6) 2016 indicated that the patient had pain across the mid back at about the tl 2 level and also had pain across the lumbar facet about the l4 on the right side. The patient was scheduled for transforaminal epidural steroid injection on the right side. The hcp explained to the patient that a "dye and catheter and rotor study" was going to be performed to evaluate the patency of the intrathecal catheter. The settings on the pump were not changed, but the concentration of morphine was increased in order to get a longer duration between refills. The patient indicated that she had been on cymbalta; it was noted that she had "not had since any cymbalta for some time." The hcp suggested that it would be appropriate for her to be on a maximum dose of 60 mg. A pump refill visit was scheduled for (B)(6) 2016. The event date provided is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the catheter/catheter body found a compressed area. There was a compressed /deformed in shape area observed on the catheter body. During pressure testing in the lab, the compressed area would occlude when the catheter was squeezed to a narrow radius. Concomitant medical products: conclusion code (B)(4) is being updated to (B)(4) for this event. Result code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.